Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion continued to occlude while the pump was operating. The user also reported a "pump jam" error message was displayed. An alternate roller pump was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.